Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service (cs) that a patient on pd therapy experienced a cassette leak on two separate occasions. The pdrn could not be reached for further details, however, the pd patient was contacted, and able to provide more information. The patient confirmed there were two fluid leaks that had occurred the previous month; specific event dates could not be provided. Both times, the patient did not notice there was a leak until their treatment was completed. The patient stated there were alarms during the treatments, but could not recall what type of alarms they were or what phase of treatment they occurred in. The patient reported seeing moisture in the cassette compartment on the ¿black bubbles¿ when they opened the cycler door to remove the cassettes. Both cycler sets were reportedly from the same lot and the patient believed they were faulty. The patient began using cycler sets from a different box and has not experienced any further problems. The patient stated they inspect the cycler sets before setting up for treatment, and they did not recall identifying any defects on the devices. It was confirmed they were able to complete treatment on both occasions. The patient stated they were trained to perform manual pd therapy, as well as stat drains if needed. They confirmed their pdrn was notified of the fluid leaks. As a precaution, the patient was prescribed prophylactic antibiotics (keflex, unknown dose) for a week. Despite the prophylactic antibiotics, the patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. The patient also verified that their peritoneal effluent fluid had remained clear. The patient was continuing their pd therapy on the same liberty cycler and has not experienced any further issues. Though they did not have their cycler replaced, they were informed that a cycler replacement was an option. They said they would contact technical support (ts) if they wanted to pursue this option. The cycler set for this event was not available to be returned for evaluation as it was reportedly discarded.